Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 27 march 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage occlusion (laao) closure procedure using a 14f amplatzer amulet delivery sheath. During procedure, the mean left atrial pressure was 14 mmhg, the activated clotting levels were 296s and 8500 ui of heparin was administered. After transseptal puncture (tsp), the axis between delivery system and laa neck was not good due to bad ts localization and the amulet was 3 times partially recaptured. During amulet implantation, pericardial effusion appeared on transesophageal echocardiogram (tee). After implantation, effusion was stable and patient was stable too. One hour after implantation, a tee was performed on the post operative room and it was noted that the effusion was grown (30mm) and a percutaneous pericardiocentesis was performed. The physician mentioned the abbott device caused the pericardial effusion. The patient was reported stable.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported pericardial effusion appears to be related to procedural condition (3 partial device recapture due to inadequate transseptal puncture). The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a